Event description:
Caller reported an alarm 2 related to an occlusion event that led to a high blood glucose reading with the cgm displaying "high." Specific value for the blood glucose level was unknown, but it exceeded 500 mg/dl. Customer addressed the high blood glucose by administering a correction bolus via the pump without needing assistance from a third party. To resolve the occlusion issue, the customer changed the infusion set and cartridge before resuming insulin delivery. There was no reported need for additional assistance as the occlusion issues were not frequent or recurring, and the case was closed by cts.